Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and suggested bringing the patient in for further testings. No additional information is currently available. The device and lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.